Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shock due to atrial undersensing of supraventricular tachycardia (svt) with rapid ventricular response (rvr). Additionally, the right atrial automatic threshold (raat) was greater than the programmed amplitude. Technical services (ts) was consulted and discussed checking the integrity of the right atrial (ra) lead and reprogramming options. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.